Manufacturer narrative:
Correction: manufacturing facility: (B)(4). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised because of pain and infection. Update 8/11/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicate corrosion, metallosis, metal debris, and infection. Only the head and liner were exchanged. At this time litigation doesn't allege infection. The head and liner are now being reported and the stem is being added for the corrosion. A doi was provided. The complaint was updated on:9/8/2015.